Event description:
It was reported that the insulin pump alarmed button error. Customer stated that a button was not pressed for 3 minutes or longer. Blood glucose value was 128 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had intermittent esc and act button due to corroded keypad traces. No moisture damage found on electronic assembly or on motor. Device had battery tube threads cracked, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked case at display window corner and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.